Manufacturer narrative:
(B)(4). The customer reported that the device would not boot up. There was no patient involvement. The device was evaluated by a philips fse. The symptom was verified. The energy select switch assembly was replaced to resolve the issue.

Event description:
The customer reported that the device would not boot up. There was no patient involvement.